Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The device was recertified and returned to the customer. Review of the device activity log did show occurrences of defib charge lead fault messages followed by the device being disarmed due to the user pressing the energy select button. The fault messages seen do not indicate a device malfunction. The fault messages seen are warnings that the device does not detect a valid patient impedance which suggests poor coupling between the electrode pads and the patient's skin. However, it could not be firmly established as the electrode pads were not returned for review as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown) in cardiac arrest, the device failed to discharge. Complainant indicated that the clinician obtained another set of electrode pads and the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.